Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear fragment. Visual inspection confirmed the complainant¿s experience of a cannula tip fracture. The clear fragment was identified to be part of the cannula tip. Based on the condition of the returned unit, it is likely that the cannula tip fractured was due to instrumentation coming into contact with the tip and/or excess force was exerted on the tip during the procedure. It is also possible that the cannula tip material was more susceptible to fracture. A historical trend analysis and review of production records was performed and no relevant documentation was identified.

Event description:
Procedure performed: bladder neck dissection during laparoscopic radical prostectomy event description: during the dissection of the bladder neck, the tip of the trocar fragmented and these fragments had to be located and removed. Clinical impact to the patient: none, it was verified that the fragments removed in their entirety corresponded to those detached from the tip of the trocar. Additional information received by applied medical representative via email 20jun24: the bend/break was identifies during use. The trocar rotate in alternating clockwise and counterclockwise direction during insertion and there was no difficulty during insertion. The trocar was not used with a robot. It is confirmed it was the canula tip that fragmented. Grasper was used inside the cannula at the time of the incident. Type of intervention: the affected trocar is removed and replaced with a new one patient status: favorable.

Event description:
Procedure performed: bladder neck dissection during laparoscopic radical prostectomy. Event description: during the dissection of the bladder neck, the tip of the trocar fragmented and these fragments had to be located and removed. Clinical impact to the patient: none, it was verified that the fragments removed in their entirety corresponded to those detached from the tip of the trocar. Additional information received by applied medical representative via email 20jun24: the bend/break was identifies during use. The trocar rotate in alternating clockwise and counterclockwise direction during insertion and there was no difficulty during insertion. The trocar was not used with a robot. It is confirmed it was the canula tip that fragmented. Grasper was used inside the cannula at the time of the incident. Type of intervention: the affected trocar is removed and replaced with a new one patient status: favorable.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.